Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had required medical intervention due to hypoglycemia. After patient experienced symptoms including a seizure and slurred speech, patient's mother administered glucagon and called 911. Despite good faith attempts to obtain further details, no additional information was provided.